Event description:
Hill-rom received a report from the account stating the bed exit does not alarm. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed was not zeroed correctly and the scale was reading -11. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. Based on this info, no further action is required.